Manufacturer narrative:
The returned driver shafts exhibited the reported condition. Device history records related to the event were reviewed. There were no non-conformances detected through the device history record review. A follow-up report will be filed if additional information is provided in the future.

Event description:
It was reported that during a surgery using the msp metatarsal shortening system, the screwdriver tip broke off into the head of the screw. A second kit was opened to use the driver. The second driver broke in the same way as the first. Both fractured driver tips were removed from the patient. A third driver was used to complete the surgery. No patient complications were reported.